Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of abnormal alarms while connected to the mobile power unit (mpu) was confirmed via review of the submitted log file. The controller event log file contained information spanning approximately 2 days (17may2025 to 20may2025 per timestamp). Abnormal low power hazard and power cable disconnect alarms were observed between 1:30:55 and 1:31:29 on (B)(6) 2025 while the controller was connected to the mobile power unit (mpu). The sequence of events appears to be consistent with brief losses of ac power to the mobile power unit. The abnormal alarms cleared when external power appeared to be restored to the system. The controller¿s backup battery activated as intended, and there were no interruptions in pump support during this event. The mobile power unit (serial number: unknown) was not returned to abbott for evaluation. Multiple attempts were made to obtain information regarding the potential cause of the event, but no response was received. The root cause of the reported event cannot be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the unit not being provided. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch is currently available. Section 3 entitled ¿powering the system¿ addresses how to use the mobile power unit to power the system. Section 7 entitled ¿alarms and troubleshooting¿ describes all alarms which occur on the mobile power unit and system controller. Section 8 entitled ¿equipment storage and care¿ indicates that cleaning and service should be performed only by abbott medical-trained personnel. The user is instructed to not attempt cleaning or repair on their own. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review, and the event log displayed power_cable_disconnect / low_power_hazard alarms on (B)(6) 2025. These alarms appeared to have been caused by power to the mobile power unit being briefly interrupted. There was no interruption in pump support during these events.